Event description:
It was reported that this right ventricle (rv) apex lead was an attempted implant due to placement difficulty and high pacing thresholds obtained on the pacing system analyzer (psa) during implant procedure. After several attempts repositioning the lead, the helix did not retract on one of the attempts, and the physician extracted the rv apex lead and replaced it with another one. No adverse patient effects were reported.